Manufacturer narrative:
1038671-2023-00528 multiple MDR reports were filed for this event, please see associated report: 1038671-2023-00528. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and tibial loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by legal notification, the male patient had an initial right tka. The patient underwent revision surgery secondary to polyethylene liner wear resulting in extensive osteolysis, synovitis, and aseptic loosening of the tibial component. No other patient information/medical history reported.